Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that, during preparation for the farawave procedure, for atrial fibrillation, a plastic fragment was found in the flush port, so the farawave catheter was replaced just to be safe. No patient complications occurred. The device was discarded at the facility and not expected to be returned.